Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 implantable pacing lead (B)(6) 2011; concomitant product: 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered and the remote monitor transmission showed non-sustained tachycardia (nst) with noise and short interval counts (sic) with the right ventricular (rv) lead. It was also reported that the patient was seen in-clinic and the rv lead was stable during testing and a most recent remote monitor transmission showed normal value/function. The patient is being monitored closely and the rv lead remains in use. No patient complications have been reported as a result of this event.